Manufacturer narrative:
One device was returned for analysis of complaint that downstream occlusion (dso) seal was found to be lifting. No event history related to the current complaint was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint of lifting dso seal could not be confirmed through visual inspection. The dso seal was intact. No further repairs are needed for this device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has lifting dso seal during testing. There was no patient involvement and no patient harm.